Event description:
The customer was in the intensive care unit at the time of the call. They had severe stomach pains, vomiting, bile out of the mouth, heart arrhythmia, were feeling tired, had drastic changes in body temperature. At the time of the emergency room visit the customer's blood glucose fluctuated between 461 mg/dl, 600 mg/dl, and 530 mg/dl. They were on morphine, saline, and insulin drip for diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the emergency room visit. At the time of the call the blood glucose was 293 mg/dl. They stated that they changed the infusion set, the site of insertion, the reservoir, and the insulin in order to remedy the high blood glucose issue. The drive support cap was recessed. During troubleshooting the customer removed the infusion set from the body and the device alarmed no delivery. The device passed high pressure test. All settings and programming was correct. The cannula was not bent or occluded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.